Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7144383 / 7147333.

Event description:
It was reported that the patient developed an infection following the implant procedure. Symptoms noted are redness and swelling around both incision sites. The physician was unable to determine the cause of infection and noted that it was not procedure related. The patient was administered with antibiotics.